Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported flashing on the screen without pressing any buttons during a diagnostic colonoscopy procedure while the device was inside the patient and the patient was under sedation, involving an olympus colonovideoscope. The procedure was completed using the same device. There was no patient injury reported.